Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient fell asleep wearing a pod that was already worn for over 3 days. The pod was due to be changed but the patient's mother forgot to change it. The patient did not receive any insulin overnight and when the patient woke up in the morning, blood glucose (bg) levels were above 600 mg/dl. The patient's mother removed the pod and attempted to apply a new pod on the abdomen, but the pod fell off due to the patient sweating heavily. The paramedics were called and the patient was transported to (B)(6). Symptoms reported include cramps, heavy perspiration and difficulty breathing. The patient was treated with insulin utilizing intravenous therapy and was discharged after 3 days. This report is for the pod that could not be applied due to heavy sweating. The report of patient's hospitalization is reported under (B)(4) (MDR #3004464228-2025-11813-00).